Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during explant, the stylet was unable to pass through the lead due to an obstruction. The lead was successfully explanted. No adverse events occurred during the procedure.